Event description:
I have been using the amo complete moisture plus solution for 2 months, and my right eye is very red and almost looks bloodshot, grainy feeling and dry. I have worn contacts for 15 years, and never had a problem until now. I even went out and bought a new contact case, new bottle of amo solution, and put in new contacts. It didn't help. I started wearing glasses, and that has helped some. It has now spread to both eyes.